Event description:
During an ercp procedure, the physician used a web ii memory double lumen extraction basket. The basket was not pre-tested prior to use. The extraction basket was advanced through endoscope. When the basket was being advanced, resistance was encountered. While applying pressure to extend the basket, the inner drive wire punctured the outer sheath near the proximal end of the device. No injury to the patient or user was reported.